Event description:
It was reported that a coupling screw broke at the knob end during a trochanteric fixation nail procedure to repair a left femur fracture. As the surgeon was impacting the helical blade at a rapid rate, the knob end of the coupling screw broke off from the shaft. As the surgeon proceeded to attempt to remove the coupling screw from the blade, the threads from the other end of the coupling screw were left in the end of the helical blade. There was an approximate 15 minute surgical delay. The procedure was successfully completed with no patient harm. This is report 1 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient gender and weight were not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.